Manufacturer narrative:
Perform 6s in workshops, the area for storing nonconformity production should be properly labeled and cleared. Responsible person: (B)(4), date: 02/16/2015. Training fqc, pay special attention to the crossbar, make sure all crossbar are not bent. Responsible person: (B)(4), date: 02/16/2015. Strength protection of wheelchair during transportation, avoid impacting. Responsible person: (B)(4), date: 02/16/2015.

Event description:
The dealer stated that the metal frame piece that is welded to the cross brace is bent. He stated there is a tube that slides down the inside of it when the chair is folded. The dealer stated that is the part of the frame that is bent.